Manufacturer narrative:
(B)(4). On an unreported date in 2015 the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient received treatment with unknown intraperitoneal antibiotics (dose and frequency not reported) via continuous ambulatory peritoneal dialysis bag for 7 days for the event. The action taken with dianeal and extraneal therapies was not reported. The patient recovered from the event. No additional information is available.